Event description:
Event description cpi received information that, at a follow up visit, this implantable cardioverter defibrillator (ICD) could not be interrogated, nor could telemetry be established. The device was replaced and the patient did not experience any adverse consequences.